Manufacturer narrative:
(B)(4). Batch # l9082j. The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the statement you made regarding "the device was not firing the clips correctly; they did not come out straight." Did device not feed clips? Did device feed clips sideways? Yes, de clips came out at an angle. Did device not fire clips (jammed)? Clips were loaded, but could not be fired normal because of wrong loading. Did device fire malformed clips? Yes, clips were not formed properly because of wrong loading. Did device drop or eject clips? No, clips were not falling out.

Event description:
It was reported that during a donor nephrectomy procedure, the device was not firing the clips correctly; they did not come out straight. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.